Event description:
The pt was implanted with the argus ii device on (B)(6) 2015. The pt is participating in a post-market study of the argus ii. On (B)(6) 2015, the physician observed that this pt had small retinal detachment located at the posterior pole under the implant. The retina was in contact with the array but detached from the choroid. On (B)(6) 2015, the physician performed laser treatment around the retina. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent info available to second sight medical products has been submitted. The company is submitting this md to ensure full compliance with 21 cfr part 803.